Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the was needing an MRI and it was noted the pump was not working. The caller was unable to clarify further and unable to confirm eos. The caller stated the pump was empty. Tech services reviewed battery longevity and MRI considerations. No symptoms were reported.